Event description:
It was reported that an unk dynesis was implanted on an unk date. The pt is experiencing pain, fever, inability to walk and paraspinal abscess. The pt is being monitored.

Event description:
It has now been reported, that the patient underwent a revision surgery on an unknown date due to pain, fever, inability to walk and paraspinal abscess.

Manufacturer narrative:
The patient stated: I am not looking for blame but want to work to improve care for others and hopefully learn from my experience. A technical investigation was not possible to perform, as the devices were not at hand for investigation. Possible causes for the reported event according to dfmea: chemical, thermal and/or mechanical degradation due to resterilization, insufficient re-sterilization, due to insufficient sterile barrier: possible, as no information about any re-sterilization was provided. Chemical, thermal and mechanical degradation of implants, not sterile anymore, due to incorrect storage and/or transport: possible, as it is unknown how the implants were stored/transported. Cord fibres debris, due to incorrect cutting of the cord during surgery, use of a blunt scalpel: possible, as the surgical procedure used is unknown. Local irritation, due to incorrect cutting of the cord: possible, as the surgical procedure used is unknown. Cross-contamination/ infection, due to re-use of a single use implant: possible, as it is unknown if the implant was re-used. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.

Event description:
Additional information received on july 20, 2015. It was reported that the patient was experiencing pain, fever, inability to walk and paraspinal abscess. The patient also reported that he had a treatment with high 4 doses of antibiotics to treat an infection. The antibiotics did not work properly and the patient temperature and pain improved only after implant removal. The patient reported that the infectious disease specialists and himself were convinced that the implant was infected. It was also reported that the neurosurgeons felt that, if the dynesys was involved, it could be sterilized with antibiotic therapy. The patient (which is a physician) thought the dynesys is unique with a very low probability you could get adequate antibiotic penetration. In short there was a very high chance of the infection recurring after.

Manufacturer narrative:
Products were not returned for investigation. DHR records were reviewed and found to be conforming. No trend identified. The compatibility check was performed; the combination was approved by zimmer (B)(4) surgical report/ patient history: (B)(6) 2015: multiple level repeat lumbar decompression with right-side l5-sl laminectomy and discectomy and use of the operating microscope due to recurrent spinal stenosis.; (B)(6) 2015 repeat lumbar decompressive surgery with decompression and evacuation of infected hematoma/spinal epidural abscess; a pus collection was found; (B)(6) 2015: repeat opening and debridement of wound plus removal of hardware l4-5 due to wound infection. Intraoperatively, some purulent material and granulation tissue was found. After exposing the hardware bilaterally, removing the screws, the plastic sleeves and bungee cords no infection around the hardware was obvious. No other documents were provided. For investigation. Possible causes: chemical, thermal and/or mechanical degradation: -due to resterilization, insufficient re-sterilization, -due to insufficient sterile barrier. Possible as no information about any re-sterilization was provided. Reference on instruction leaflet: resterilization is not allowed. Chemical, thermal and mechanical degradation of implants, not sterile anymore -due to incorrect storage and/or transport. Possible as it is unknown how the implants were stored/transported. Cross-contamination/ infection due to re-use of a single use implant. Possible as it is unknown if the implant was re-used. However, the cross-contamination/ infection of the implant is probably related to the second surgery (right-side l5-s1 laminectomy and discectomy on (B)(6) 2015) occurred 7 years after dynesys implantation on an adjacent spine level (l5-si). Additionally, during revision surgery after exposing the hardware bilaterally, removing the screws, the plastic sleeves and bungee cords no infection around the hardware was obvious. It was well encased in scar tissue without any evidence of any purulent material anywhere near it. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.

Event description:
It has now been reported, that the patient was implanted a dynesys ha pedicleset screw 6. 4x50 2pcs on (B)(6) 2007 and underwent a revision surgery on (B)(6) 2015 due to pain, fever, inability to walk and paraspinal abscess.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review. The pt has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).